Manufacturer narrative:
(B)(4). The customer confirmed that the device will not be returning for further evaluation. Therefore root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing a transducer fault error. Furthermore, there was no patient associated with the reported event.